Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). They reported that the cause of the lead fracture was unknown. Patient stated they had fallen in the past few months. The lead was found to be fractured in the hcp's office due to impedances >4000 on all electrodes. Date was unknown when that was checked. Rep stated it was also unknown why the lead broke during the surgical procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ctze, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported that healthcare professional (hcp) was attempting removal of fractured lead. During the process, the lead broke so it was only partially removed. No signs or symptoms. No further complications were reported or anticipated.